Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer was hospitalized due to diabetes ketoacidosis. The customer reported that his blood glucose levels continued to go up despite changing the infusion set of the insulin pump several times prior to the event. The customer also reported cracks on the battery compartment of the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.